Manufacturer narrative:
Events of mitral regurgitation and a leaflet tear could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Approximately 60 months ago, an epic valve (model and serial number unknown) was implanted in the mitral position. On an unknown date the patient presented with mitral regurgitation. On (B)(6) 2018, the epic valve was explanted and replaced with a carpentier-edwards perimount magna ease mitral heart valve (size unknown). Upon explant of the epic valve, a leaflet tear was observed. Additional information was requested regarding the model and serial number of this valve and the patient's postoperative condition but was not made available.